Event description:
It was reported that the customer's blood glucose level was 154 mg/dl and her sensor glucose level was 56 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range and caused the customer's insulin pump to go into threshold suspend. Standard troubleshooting was performed. The customer stated her sensors have had bent cannulas in the past. The customer was sent a replacement sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.